Event description:
The patient has experienced some side effects since implant: erectile issues. He no longer has the "morning missile" and cannot get an erection during intercourse. This occurred when the stimulation was on or off. Additional information has been requested.

Manufacturer narrative:
(B)(4).